Event description:
It has been reported to philips that the system did not fully boot. It froze at the philips logo screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A remote service engineer (rse) examined the system remotely and identified that after switching on, a philips logo can be seen on the data monitor in the control room, and nothing on the x-ray live monitor (black). Review of the logfiles confirmed the host-pc did not startup in the previous system start malfunction. A philips field service engineer (fse) found a defective disk bay in the host pc. The fse replaced the disk bay as part of field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024) and separately replaced the hard drive. After that, the system was returned to good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (fse) connected remotely with the customer and confirmed that the host pc was not switching on. A philips field service engineer (fse) visited onsite and identified a defective disk bay in the host pc. The reported issue is related to fsca 2023-igt-bst-027/ medical device correction (z-1151-2024). The correction was implemented on the system to resolve the issue. After implementing the correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.